Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation. The stent remains inside the patient. There was no reported product deficiency. Angina, restenosis, and pain are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Since it was reported that the xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter of appropriate length and diameter for the vessel/lesion to be treated. It cannot be determined whether the direct stenting contributed to the reported patient effects.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent direct stenting in the distal right coronary artery with one xience v stent. On (B)(6) 2010, the patient experienced left arm pain, mild chest pressure, shortness of breath, and radiating pain to the ear either at rest or with exertion. On (B)(6) 2010, the patient underwent percutaneous coronary intervention in the target lesion and the event resolved. There was no adverse patient sequela. There was no additional information provided.